Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Reportedly, the rapid battery depletion led to a pump shutdown which caused the customer to experience a blood glucose (bg) level above 600 mg/dl with ketones identified as dangerous. Customer went to the emergency room (ER) and was treated with fluids and an intravenous insulin drip. The customer was reportedly in the ER for less than a day and "felt better" after leaving the ER with bg of 163 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.